Manufacturer narrative:
Evaluation summary: no sample was returned, it remained in the patient 's eye; therefore, the condition of the product could not be verified and the visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been (B)(4) additional complaints on corneal endothelial cell loss and/or iris touch for the lot. The similar event report indicates that iris touch events may be transient, and do not cause harm to the patient. As in this case - the shunt has remained in the patient eye. Since a sample was not returned, the root cause could not be determined. (B)(4).

Event description:
A physician reported that following a glaucoma filtration device (gfd) implant procedure, the device touched to iris from approximately one week after the surgery. Corneal endothelial cell loss was confirmed one year following the procedure. The device has remained in the eye. Relevant test data indicates an increased intraocular pressure. No further information is expected as the surgeon is unwilling to provide further information.